Event description:
It was reported to target that during a clinical procedure the polished tip at the end of the fastracker-325 catheter broke off. The tip was retrieved and used another catheter successfully. The pt was reported to be in good condition.